Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit from the o2 gas module was replaced and returned for investigation. Simulated use test of the received nozzle from the o2 gas module has reproduced the described customer issue. No log files have been received. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the cause of the given alarms is traced to faulty bent feather spring in the nozzles unit. Why and when the of the nozzle unit¿s feather spring has been faulty bent not been determined.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).